Manufacturer narrative:
Final medwatch submitted to the FDA on 30/aug/2022. A review of the device labeling notes the following: the current orbera¿ intragastric balloon system and overstitch¿ endoscopic suture system directions for use (dfu) addresses the known and anticipated potential event of "pain, vomiting, nausea, fever, obstruction; and bleeding;" as follows: the igb is composed of a soft silicone elastomer and is easily damaged by instruments or sharp objects. The igb must be handled only with gloved hands and with the instruments recommended in this document. Each physician and patient should evaluate the risks associated with endoscopy and intragastric balloons (see complications below) and the possible benefits of a temporary treatment for weight loss prior to use of the orbera¿ system. To prevent ulcers and control gastroesophageal reflux symptoms, it is recommended that the patient start a program of oral proton pump inhibitors (ppis) for approximately 3-5 days prior to igb placement so a maximal gastric acid suppression effect will be present on the day of placement. It is recommended that the ppi dose be given sublingually after igb placement if nausea and/or vomiting are present. A starting full dose daily regimen of an oral ppi should be continued as long as the igb is in place. Other medications that are started prophylactically should be continued after igb placement until they are no longer needed. Furthermore, subjects will be directed to avoid medications known to cause or exacerbate gastroduodenal mucosal damage. The risk of intestinal obstruction may be higher in patients who have had prior abdominal or gynecological surgery. The risk of intestinal obstruction may be higher in patients who have a dysmotility disorder or diabetes. The physiological response of the patient to the presence of the orbera¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration, gastric and esophageal perforation, and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications of the use of the orbera¿ system include: · death due to complications related to intestinal obstruction, gastric perforation, is possible. · pregnancy or breast-feeding contraindicates use of this device. Should pregnancy be confirmed at any time during the course of treatment, the device should be removed as soon as it is safely possible. · gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. · continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. · spontaneous over inflation of an indwelling balloon with symptoms including intense abdominal pain, swelling of the abdomen (abdominal distension) with or without discomfort, difficulty breathing, and/or vomiting. Patients experiencing any of these symptoms should be counseled to seek immediate care. · patients with an igb that present with severe abdominal pain that have a negative endoscopy and x-ray may additionally require a CT scan to definitively rule out a perforation. · note that continued nausea and vomiting could result from direct irritation of the lining of the stomach, as a result of the balloon blocking the outlet of the stomach, or hyperinflation of the balloon. And the apollo endosurgery overstitch¿ endoscopic suture system (ess) is intended for endoscopic placement of suture(s) and approximation of soft tissue. Warnings: only physicians possessing sufficient skill and experience in similar or the same techniques should perform endoscopic procedures. · contact of electrosurgical components with other components may result in injury to the patient and/or operator as well as damage to the device and/or endoscope. · verify compatibility of endoscopic instruments and accessories and ensure performance is not compromised. Note: refurbished scopes may no longer confirm to original specifications. Adverse events possible complications that may result from using the endoscopic suturing system include, but may not be limited to: · pharyngitis / sore throat · nausea and / or vomiting · abdominal pain and / or bloating · hemorrhage · hematoma · conversion to laparoscopic or open procedure · stricture · infection / sepsis · pharyngeal, colonic and/or esophageal perforation · esophageal, colonic and/or pharyngeal laceration · intra-abdominal (hollow or solid) visceral injury · aspiration · wound dehiscence · acute inflammatory additional information: the device has not been returned for analysis and attempts to gather more information from the reporter is not visible as this is a literature review, and the author does not have the information for the device. The investigator determined a device history record (DHR) review is not possible.

Event description:
The report came form a literature review where several patients were evaulated. The review was for igbs and esg. Patinets had the following symptoms: symptoms were different patients. Vomiting, fever, pain, nausea, obstruction, and bleeding.